Event description:
Per the clinic, the patient experienced skin breakdown and mrsa infection subsequent to a head injury. The patient was treated with topical antibiotics (date and duration not reported). The patient also underwent a revision surgery under general anesthesia on (B)(6) 2024 in order to close the wound.